Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return

Event description:
[Brush head] coming off - oral-b [device breakage] one wont even go on the toothbrush like the inside was made too small - oral-b [device connection issue] case narrative: consumer via e-mail reported that the oral-b precision clean toothbrush head did not go onto the oral-b toothbrush handle. The inside was made too small and one toothbrush head came off during brushing. No injury was reported.

Event description:
[Brush head] coming off - oral-b [device breakage]. One wont even go on the toothbrush like the inside was made too small - oral-b [device connection issue]. Product counterfeit - oral-b [product counterfeit]. Case narrative: consumer via e-mail reported that the oral-b precision clean toothbrush head did not go onto the oral-b toothbrush handle. The inside was made too small and one toothbrush head came off during brushing. No injury was reported. 26-feb-2025 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported. 03-mar-2025 case update from information initially received on 07-jan-2025: the suspect product lot was c636. No injury was reported.

Manufacturer narrative:
26-feb-2025 product investigation results: product was identified as non-genuine p&g tampon product, it was not manufactured under p&g control.